Event description:
It was reported that an ilet bionic pancreas replacement device had a cracked touchscreen of unknown origin, resulting in an inability to unlock or operate the device and loss of watertight integrity. Symptoms included no reported blood glucose impact. Outcomes included device replacement and the user switching to backup therapy while continuing cgm use via the dexcom app or receiver. Investigation included customer interview and verification of device operability, data handling, and return logistics. Investigation of this case revealed a damaged display assembly that rendered the device nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the touchscreen of undetermined source.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.